Event description:
A customer contacted baxter's technical service center reporting the cat bit the patient line during therapy on a home choice (hc). The home patient (hp) was in fill. The technical service representative (tsr) assisted the hp to end therapy and referred the hp to the registered nurse (rn). Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the home patient (hp) that had a cat that bit the patient line. Per the pdn, she was aware of this and the hp was doing fine with therapy on the cycler. The pdn stated the hp does not have the animals in the room while doing therapy, but got up to use the washroom. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a damaged is confirmed because the home patient indicated that the cat bit through the patient line, which is a use error that will cause damage to the patient line and may lead to contamination. A labeling review found the labeling to be adequate for the use/user error identified in this incident.